Manufacturer narrative:
The customer reported that they had a power surge and now the main central nurse's station (cns) is down. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they had a power surge and now the main central nurse's station (cns) is down.